Event description:
Reported via medical records for a peritoneal dialysis (pd) patient. Patient had been hospitalized (B)(6) 2014 with symptoms of peritonitis and was treated with antibiotics before discharge. During follow up the patient's pd nurse reported that the event was due to self contamination without a reported malfunction. Patient's sterile technique was reported to be poor and he would forge to wash his hands or apply a mask when connecting. There were no cycler malfunctions, leaks, or supply bag issues associated with this event. The patient continued pd until (B)(6) 2014 when he switched over to hemodialysis. The patient was last transferred over to a special care hospital (B)(6) 2014 and continued hemodialysis there. As the patient discontinued pd his cycler has been returned to the manufacturing facility.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.